Event description:
When the surgeon activated the ligasure¿ maryland jaw open and laparoscopic sealer/divider (ref#lf1937 lot#01500063x), it stapled the tissue, but then became stuck and failed to release or cut. After several attempt to dislodge it, the ligasure device was finally released.